Manufacturer narrative:
The customer's reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position, which is likely attributed to user error. The autopulse functioned as intended by triggering ua45 when the driveshaft is not at "home" position. User advisory (ua) 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During the visual inspection of the returned platform, a cracked front enclosure and a bent battery lock were observed, unrelated to the reported complaint. This physical damage was likely due to mishandling, such as a drop. The front enclosure and a battery lock were replaced to address the physical damage. In addition, unrelated to the reported complaint, noticed a head restraint wire was cut. The patient head restraint wire could have been cut to free the patient from the platform or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The noted physical damage to the top cover appeared to be the characteristic of user mishandling. The top cover was replaced to address the issue. The archive data review showed a user advisory (ua) 45 error message around the reported complaint date, thus confirming the reported complaint. In addition, unrelated to the reported complaint, the archive data indicated ua2 (compression tracking error), and ua12 (lifeband not detected) messages and were cleared by the user. During functional testing, a user advisory (ua) 45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the home position to clear the user advisory (ua) 45 error message. Performed load cell characterization test and checked belt switch assembly and is within the specification. The additional uas observed in the archive was not duplicated during the functional testing. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6)

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The crew reverted to manual CPR. No consequences or impact to the patient.